Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.however product images were submitted which appear to display mas driver tip broken off at the base of the hex tip.

Event description:
It was reported that patient with pre operative diagnosis of low back pain radiating to lower portion due to lumbar spondylosis and degenerative disc disease at l4-l5 underwent unspecified spinal procedure. Intra-op, when the surgeon was fixing the last poly axial screw in a patient, it was discovered that the tip of the screwdriver was broken and remained inside the screw. No patient complications were reported.

Manufacturer narrative:
Product analysis : visually confirmed instrument tip breakage. Macroscopic examination confirms driver tip broken off at an acute angle. Optical examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsion. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, suggest failure due to bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.